Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Based on the information received, the investigation determined that the reported difficulty and subsequent treatment appear to be related to operational context. It is likely that an interaction with patient anatomy or inability to maintain position/stability of the device during deployment contributed to the reported cuff miss. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that a vessel closure was attempted with a proglide device relative to a procedure. Reportedly, the suture was not attached when the plunger was removed. The method of hemostasis is unknown. No additional information was provided.